Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result at 10:47 am was 3.7 inr and the result at 10:49 am was 2.7 inr. The customer believed the result of 3.7 inr to be incorrect. There was no allegation of an adverse event. The customer's hematocrit was ok, he had no heparin therapy, no direct thrombin inhibitors, and no antiphospholipid antibodies. There were no symptoms of bleeding or bruising, no recent changes to coumadin dose, no new illnesses, no new medications, and no diet changes. The therapeutic range was 1.8-2.2 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 223855-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.7 inr and 2.5 inr. Donor hct: 48% and 46%. Testing results: donor 1: master lot / customer strip and meter 2.8 inr/ 2.7 inr. Donor 2: master lot / customer strip and meter 2.6 inr/ 2.7 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. No information was provided in the complaint case that would point to a cause for the result discrepancy.